Manufacturer narrative:
Evaluation results: inherent risk of procedure (thrombosis). Other (required secondary intervention).

Event description:
Two endeavor sprint drug-eluting stents (2.75 x 24mm and 2.50 x 14mm) were implanted in the distal lcx. One endeavor sprint drug-eluting stent (3.0 x 3.0mm) was implanted in the proximal rca (MFR report# 2953200-2008-01187). One endeavor sprint drug-eluting stent (2.5 x 30mm) was implanted in the mid rca (MFR report# 2953200-2008-01188) and one endeavor sprint drug-eluting stent (2.5 x 18mm) was implanted in the distal rca (overlapping) (MFR report# 2953200-2008-01189). Stent thrombosis of the proximal rca was reported 11 months later. Stent thrombosis is reported to have been associated with angina. It is reported that the stenosis was between 50% - 70%. A ptca revascularization to the proximal rca was performed as a result of this event. Investigator indicated that the event was related to the study stent.

Event description:
It was confirmed that the stent thrombosis was restenosis after a previous ptca. The patient was free of symptoms at the 30 day follow up, had unstable angina at the 6 month follow up, silent ischemia at the 1 year follow up, was free of symptoms at the 1.5 year, 2 year and 2.5 year follow up. The patient had stable angina at the 3 year follow up and unstable angina at the 4 year follow up.

Manufacturer narrative:
(B)(4)